Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emobli (thrombosis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clot that was observed. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips ((B)(4)) were implanted, reducing the mr to <1. On (B)(6) 2017, the patient presented with dyspnea and it was found that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4+. On (B)(6) 2017, a second mitraclip procedure was performed in attempt to stabilize the slda clip and reduce the mr. The steerable guiding catheter (sgc) was advanced to the left atrium; however, a clot was observed on the right side of the heart. The sgc was removed and the clot was aspirated. The procedure was discontinued, and the patient will be brought back at a later date for a new procedure. The patient is currently stable. No additional information was provided.